Event description:
Additional information received that device reprogramming has been conducted to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, far-field r-wave oversensing that resulted in automatic mode switching was noted on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.